Manufacturer narrative:
Internal complaint reference (B)(4). H11: this complaint has been re-evaluated by our firm and determined to be a non valid complaint. The reported dislocation occurred due to a trauma event (fall). No relationship could be established between the reported adverse event and the study device or the procedure performed. As a result, we respectfully request to disregard the previous report submitted on 29-oct-2024 (report reference number: 1219602-2024-02348).

Manufacturer narrative:
Internal complaint reference (B)(4). Article: wallace, a. L., calvo, e., cuesta, j. A., lanzetti, r., luengo-alonso, g., rokito, a. S., ... & spoliti, m. (2024). Safety and efficacy of second-generation all-suture anchors in labral tear arthroscopic repairs: prospective, multicenter, 1-year follow-up study. Jses international. H10: h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "safety and efficacy of second-generation all-suture anchors in labral tear arthroscopic repairs: prospective, multicenter, 1-year follow-up study" between nov 2018 and aug 2020, 1 patient had a traumatic left shoulder dislocation after a labral tear arthroscopic repair procedure using a suturefix anchor. The patient was not hospitalized and was treated with rest, as well as physiotherapy and medication therapy. The sae was considered resolved at 1-year follow-up. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 e1 and g2: country and address updated.